Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient was not feeling stimulation and had a return of symptoms for a couple of months. Patient states he had stents implanted a couple months ago. It was unknown if having this procedure had affected or was related to the issue. Patient states he has increase stimulation to 5.5 volts and still does not feel anything. Troubleshooting with the programmer found the stim was off. Patient was advised that therapy needs to be on for it to be effective. Patient turned therapy on and increased the setting but still did not feel stimulation. Patient was advised to have their device checked by their physician. No further complications were reported or are anticipated.